Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cardiosave intra-aortic balloon pump (iabp) had cardiosave unit not booting issue. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. It is found that the power management board is burnt due to saline drops on the pcb. Saline deposits have also been found on the motor control board and the solenoid control board. To proceed with further functionality, these boards need to be replaced. After cross-checked the power management board and cleaned the motor control and solenoid control board, the unit was switched on, and all functional tests worked satisfactorily. Installed the new power management board (0670-00-1162) software version updated to d.00. Checked all the functional tests. The unit is working satisfactorily.